Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d8, g3, h2, h3, h4, h6 and h11 the device was returned to olympus for inspection and the reported failure was confirmed. The investigation observed an e216 (scope communication error) occurs due to a malfunction in the imaging unit. Based on the results of the investigation, it is likely the damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit or/and random component failure. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Full e1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope produced an unknown error message during inspection for use. There were no reports of patient involvement.